Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" and "down" arrows have been intermittently unresponsive for the past 4 weeks. The reporter indicated that the buttons need to be pushed harder and multiple times for the buttons to work. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.